Event description:
Boston scientific crm received information that this device had declared elective replacement indicator (eri) with a battery monitoring voltage of 2.51 v and a 15.1 second charge time. The device had a battery monitoring voltage of 2.64 v after 32 months of implant. This device is part of the shortened replacement window advisory, originally communicated (B)(6), 2007.

Manufacturer narrative:
Additional information was received that this device was explanted. The device was returned for analysis. This event will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
Technical services (ts) discussed eri was declared due to charge time. Since the device is included in shortened replacement window advisory, device replacement within 30 days of eri declaration was recommended. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.